Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address hip pain. Inflammation levels were elevated, but there was no acute infection. Surgeon suspected possible chronic low-grade infection or possible metal ion issue. Prostalac was implanted.